Event description:
During the index procedure three in.pact admiral balloon catheters were used to treat the right proximal superficial femoral artery and middle superficial femoral artery (r1). During the procedure the patient suffered from residual stenosis in the right superficial femoral artery. The residual stenosis was treated with stenting. The patient recovered. The ae was assessed as not related to an underlying condition or disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.